Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, while attempting to pass through an implanted stent, a damage to the structure of the metal rods of the stent was observed. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts from the mid-section to the distal end stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, while attempting to pass through an implanted stent, a damage to the structure of the metal rods of the stent was observed. No patient complications were reported.